Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece. Visual inspection, x-ray examination and electrical test were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead failed to capture and failed to sense. The lead was not used and replaced during procedure. The patient was stable.